Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp edged opening. A dimension measurement in the shell was performed which identified the thickness is within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Reason for reoperation: patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.